Event description:
It was reported that during the procedure in a saphenous vein graft (svg) to the proximal circumflex artery (cx), a 4.5x16 non-abbott stent was deployed in the proximal segment of the svg. Post dilatation was performed using a 5.0x12 nc trek balloon. After deployment of the non-abbott stent, the physician noted a native lesion in the circumflex artery; therefore, a 2.5x15 rx trek dilatation catheter was advanced through the non-abbott stent and pre-dilatation was performed successfully. The 2.5x15 rx trek dilatation catheter was removed without resistance. A 2.5x18 xience v stent delivery system (sds) was advanced but became caught on the proximal edge of the non-abbott stent. The physician pulled back on the xience v sds and the stent dislodged inside the non-abbott stent. The sds was removed from the vessel and a 1.5x12 rx trek dilatation catheter was advanced in an unsuccessful attempt to retrieve the stent from inside the non-abbott stent. The 1.5x12 trek dilatation catheter was removed without resistance and a 2.5x12 rx trek dilatation catheter was advanced to the dislodged stent; however, the stent could not be retrieved. While pulling back the 2.5x12 rx trek catheter into a 6f non-abbott guide catheter, the guide catheter collapsed. The balloon dislodged from the 2.5x12 rx trek catheter inside the guide catheter. The guide catheter was removed from the anatomy with the dilatation catheter/balloon inside. A new 2.0x12 trek dilatation catheter was advanced to the xience v stent inside the non-abbott stent and the balloon was inflated to successfully crush the xience v stent to the wall of the non-abbott stent.

Manufacturer narrative:
(B)(4). Post dilatation of the non-abbott stent was performed successfully using a 5.0x12 rx trek balloon. The physician felt that the pre-dilatation that had been initially performed in the proximal circumflex artery was sufficient and no further treatment was provided for this lesion. Although there was a significant clinical delay in the procedure (approximately 25 minutes), there was no adverse patient sequela. Patient is reported as doing fine. No additional information was provided. Concomitant medical products: guide cath: 6f medtronic; stent: veraflex (boston scientific), 2.5x18 xience v; the 2.5 x 18 mm xience v indicated is being filed under a separate medwatch MFR number. (B)(4): indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon which is consistent with the reported information that the balloon was separated inside the patient anatomy. The balloon was loosely folded and was pulled over itself at the distal end. The outer member was stretched at the proximal end of the proximal seal. The outer member was separated at the mid lap seal. The fracture face was stretched and jagged, indicating that the separation may be related to tensile overload (material stress/fatigue). The separated portion of the outer member was still attached to the balloon. The separated portion of the outer member and balloon were returned pulled off the inner member and the balloon had separated at the distal seal confirming the reported balloon separation. The fracture face at the distal seal was stretched, indicating that the separation may be related to tensile overload (material stress/fatigue). There were multiple bends and kinks in the entire length of the hypotube which most likely occurred during the procedure or during packing the device for return as there was no report of any damage during inspection prior to use. Factors that may contribute to a balloon/shaft separation include, but are not limited to, excessive force applied when pulling a stuck catheter, catheter damage during manufacturing, or balloon/shaft interaction with the lesion or a pre-deployed stent or with the guiding catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for damages numerous times throughout the manufacturing process. Additionally, a sampling of product is destructively tested to verify lumen integrity. It was reported that this trek catheter was the second catheter used to unsuccessfully retrieve a dislodged stent that was stuck on a previously deployed stent. While trying to retract the trek catheter, the guiding catheter collapsed and the balloon separated inside the guiding catheter. It was most likely that the trek balloon was damaged due to interaction with the dislodged and previously deployed stents and/or the balloon folding pattern was disrupted due to interaction with the stents resulting in larger balloon profile. The damaged and/or larger profile balloon was stuck and difficult to remove in the guiding catheter during retraction. In addition, the guiding catheter was reportedly collapsed which would restrict the trek catheter movement even more. Further attempt to pull the catheter, the balloon folded over itself and the balloon and the outer member were stretched and eventually separated inside the guiding catheter. The reported difficulties in this case appear to be related to the operation context of the procedure. It was reported that the trek catheter was used to retrieve a dislodged stent. The trek instructions for use states that the trek rx catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. A review of the lot history record indicated no associated nonconforming material record issues. Additionally, a query of the complaint handling database indicated no other incidents reported with this lot. There is no indication of a product quality deficiency.